Manufacturer narrative:
Intuvie received a report indicating that during routine preventive maintenance (pm) testing, the infusion pump failed the ground resistance test, recording a value of 0.202 ohms. The passing specification for this test is less than 0.1 ohm. A review of the device's serial number history did not identify any similar complaints. The failure mode was confirmed. The probable cause was determined to be a component issue. The power filter was replaced, which resolved the issue. Reference to complaint # (B)(4).

Event description:
Intuvie received a report indicating that during routine preventive maintenance (pm) testing, the infusion pump failed the ground resistance test, recording a value of 0.202 ohms. The passing specification for this test is less than 0.1 ohm. No patient involvement was reported.